Event description:
A report was received that the patient experienced a localized rash at the needle site. The symptoms were red blotches, a reaction that looked like an insect bite, and itchiness weeks after the procedure. The device was not returned to bsn as it was discarded by the medical facility.